Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer filled the cartridge with cold insulin and was unsure of how much insulin was initially loaded onto the cartridge. Technical support educated the customer on the importance of using room temperature insulin and not overfilling the cartridge, which the customer acknowledged and understood. The customer continued to use pump for insulin therapy.